Event description:
The basin fluid warmer side pockets became very hot yet the digital display indicated 107 degrees f. The two side "bottle pockets" are not to exceed 110 degrees f. We have found that the bottle temperature can reach 130 degrees f when the bottle is not resting over the temperature sensor. Various size solution bottles may be placed into these pockets. The smaller bottles can be placed in the pocket such that it is not resting over the temperature sensor. When the sensor is not touching the side of the solution bottle it overheats the bottle.